Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral breast augmentation procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle during interrupted suturing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pju136 number, and no non-conformances were identified.